Event description:
The following report was received by medtronic (covidien): the infusion catheter was delivered and left over night for continuous infusion. Patient was brought back for follow-up. It was noted that the infusion portion of the catheter had broken off. The physician inserted a 3mm spiderfx beyond the detached portion and pulled back on the filter so that the catheter can stay within the basket. An ensnare was then advanced, the catheter and spider were removed as a whole. No further intervention required and no injury to patient. The patient was discharged in stable condition. Medication utilized during or post treatment: heparin, fentanyl. No further information was available.

Manufacturer narrative:
The catheter was not returned for evaluation as it was discarded. Therefore, the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).